Event description:
It was reported that the device had the wrench, battery and attention icons and would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported problem. Physio is in the process of investigating the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.